Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely that front panel buttons not working, and the b30 error scope communication were caused due to the defective printed circuit board and the fan was not working due to a defective fan. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center front panel switches and keyboard were not working. The issue was found during preparation for use in a diagnostic endoscopy procedure, which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a defective printed circuit board. Also, device evaluation found the following: b30 scope communication error due to a defective printed circuit board; the fan was not working; flickering in the image intermittently while shaking the scope cable; corrosion on the cable, the chassis, the top cover, and the back panel and the screws were deformed in the back panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by user facility.